Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from december 04, 2020 - december 07, 2020. H10: six (6) actual samples were received for evaluation. Visual inspection was performed using the naked eye which observed small traces of silicone oil located on the exterior wall of the housing of all units. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover/housing contact. Functional leak testing was performed by filling the device with green colored water. During and after fill, no signs of leak were observed from the units. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: it was reported that the event occurred on an unknown day and month in 2021. The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are six (6) small volume folfusors leaked. The fluid was observed "on the outside of elastomer." Three of the pumps were already filled with sodium chloride (nacl) and three were empty. This issue was discovered during preparation. The device was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.